Event description:
End user (B)(6) states he was walking around in the kitchen with his rollator last thursday when the bolt broke and the caster fell off. End user did not know the model or lot number of the unit. End user states purchased july 2014.